Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, number 14 states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, mal-alignment, trauma, non-union, or excessive weight." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2006. Subsequently, patient was revised on (B)(6), 2014 due to a fractured ceramic liner. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product likely failed due to edge-loading and recurring subluxation can lead to an increase of stresses, causing the fracture of the rim.